Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed with no issues noted. Leak testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.